Event description:
It was reported that during a procedure, after 2 minutes and 50 seconds of use, the laser displays an error message and stops vaporization: clean ext. Int. Fiber. The fiber was removed and the tip was cleaned with a compress, then an attempt was made to continue the procedure, but the laser displayed the same error message again. The fiber was replaced but after 34 minutes, the second fiber has the same problem. A third fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. After that, the third fiber was returned for analysis and investigation determined that the metal cap and the glass tip were detached/separated from the fiber.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device revealed the glass cap was detached from the distal end of the fiber and the metal cap was detached from the fiber and not returned. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector segments appeared to be in good condition and secured. A DHR review could not be completed because the lot number was not provided. The device instructions for use (IFU) was reviewed. The IFU states: to avoid greenlight fiber damage or breakage: do not bury the tip in tissue. Do not retract or probe tissue with the device. Do not bend at sharp angles. A risk review was completed and confirmed that this event is defined in the risk documentation. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. Therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.